Event description:
A caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller in resetting their pump, and after the reset, the error did not reappear, allowing the caller to successfully start a new sensor session.